Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's blood glucose (bg) was over 400 mg/dl and customer could not confirm if bg was over 500 mg/dl. Customer alleged that the pump was not delivering insulin properly. Reportedly customer had disconnected tubing from site and delivered a bolus and did not observe any insulin exiting the tubing, customer delivered a manual injection to address bg and reverted to using manual injections for insulin therapy.